Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of a driveline power fault alarm was confirmed via the provided log file. The log file captured a driveline power fault alarm from (B)(6) 2025 correlating to the system¿s power-b line. A power-b line fault began at 19:02:45 and escalated to a driveline power fault alarm at 19:02:47. The alarm remained active until the controller was power cycled at 5:33:18. The driveline was disconnected to exchange the system controller and modular cable, the observed driveline power fault alarm within the log file did not prevent the system from operating as intended. The system controller (serial number (B)(6) was not returned for further testing. The alarm cleared after the modular cable and system controller were exchanged. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The root cause of the reported event was unable to be conclusively determined through this analysis. The device history record for the system controller (serial number (B)(6) was reviewed. No deviations from manufacturing or qa specifications were shown from the system controller. The system controller was sent to the customer on (B)(6) 2022. The heartmate 3 patient handbook instructs users on how to resolve alarms that sound from their system controller, including driveline power fault alarms. The heartmate 3 patient handbook also cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment (section titled ¿emergency contact list¿). No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
A4: patient weight was requested but was not provided. No further information was provided. A supplemental report will be submitted once the manufacturer's investigation is complete.

Event description:
It was reported that the patient paged on the evening of 02mar2025 with reports of driveline power fault alarms. The pump continued to run, and all connections were secure. The patient denied any known damage or trauma to the driveline or the system controller. The patient underwent a modular cable and system controller exchange on (B)(6) 2025, and the issue resolved. The log file captured driveline power fault alarms beginning at 7:02pm on 02mar2025. Technical services stated that the system controller connector did not show any signs of fluid ingress, so the issue was likely related to either the system controller or modular cable. There were no other unusual events recorded in the log file event history. The equipment was operating as intended.